Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an abrasion under the left breast. The patient's doctor recommended that he wear the device a "little bit lower to avoid the affected area." The outcome of the irritation is not known.